Event description:
Tightness test during preop check failed with a dräger coaxial beathing set.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The root cause of the issue was not determined. The dräger hose set used is compatible with the hamilton-c3 ventilator and should not normally cause any problems in this combination. The technician in charge has proven by cross-testing with two other hamilton c3 ventilators that the leakage problem in this case lies only with this hamilton-c3 sn (B)(6) device. No correction was implemented as the customer refused to carry out the necessary work for the maintenance and installation of this device for economic reasons. The device was therefore scrapped and disposed of. It was manufactured in 2016. There was no patient or user harm.